Manufacturer narrative:
A review of the manufacturing documentation associated with this lot (41341) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during prep of the smart flex (6x150 vas 120cm) self-expanding stent (ses), the y part of the handle was broken, there was a crack beside the connector to inject contrast/saline; consequently, liquid was coming out and customer was unable to flush the device. There was no reported patient injury. The device was stored in a cabinet in the lab. The damaged was noted while preparing the device for use. The device was not resterilized. The device was not pulled from the packaging by the hub. The device was prepped according to instructions for use (IFU). The integrity of the sterile pouch was not compromised. The product was purposely opened in anticipation of use.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, during prep of the smart flex (6x150 vas 120cm) self-expanding stent (ses), the y part of the handle was broken. There was a crack noticed beside the connector to inject contrast/saline; consequently, liquid was coming out and the customer was unable to flush the device. There was no reported patient injury. The device was stored in a cabinet in the lab. The damaged was noted while preparing the device for use. The device was not resterilized. The device was not pulled from the packaging by the hub. The device was prepped according to instructions for use (IFU). The integrity of the sterile pouch was not compromised. The product was purposely opened in anticipation of use. The device was received for analysis coiled in plastic bag. Damage to the female luer connected to the hemostasis valve was observed. The area between the wings of the luer and the hemostasis valve is cracked and the luer is separated into two parts. The length of the system was inspected, no further damage was found. A failure analysis concluded that the breakage is a result of a chemical attack on the plastic, resulting in the stress cracking. The uv glue supplier confirmed that the glue lot was manufactured to specification, and no changes in the manufacturing environment took place that may have caused the reported failure. It has been determined that prolonged exposure to uncured uv glue can deteriorate material (such as polycarbonate) and cause the observed stress cracking. A device history record (DHR) review of lot 41341 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)~pinsc- cracked - during prep¿ was confirmed through analysis of the returned device. The product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore a corrective/preventive action will be taken at this time. A risk assessment has been opened to further investigate this issue.